Event description:
It was reported that, during surgery set up and prior being used, the "footswitch vulcan" was not working, the pedal was unrecognizable, it had a bad connector. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. Visual inspection observed a rusted base and chassis, cable is cut clean off. Functional evaluation revealed that the unit cannot be tested due to cable being cut off. The complaint was verified. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include damage sustained to the device, which could have been caused by running over with another portable object/machine, being stepped on or being dropped.